Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that a mesa uniplanar screw experienced axial slippage post-operatively. It is not known at this time if revision surgery is scheduled or will be performed.

Manufacturer narrative:
The following fields have been corrected: b1, b2, b5, d6, h1. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Pre op and post of x rays were provided. The initial surgery took place on (B)(6) 2019. The x ray taken on (B)(6) 2021 shows a rod fracture in the middle of the construct. Further x ray on (B)(6) 2022 shows the rod slipped out of the construct. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records for this catalog number were reviewed, similar complaints from the same surgeon were identified. The IFU states "post operative: internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant." The devices were implanted for a period of 2 years when the rod fractured. The fracture of the rod likely caused instability in the construct which led to movement of the screw post operatively. Length of implantation is the most likely cause of this event.

Event description:
It was reported that a mesa uniplanar screw experienced axial slippage post-operatively. Additionally, the x-ray provided shows a denali rod fracture. The patient has been revised. This record captures the mesa uniplanar screw.